Event description:
It was reported that atrial lead impedance has been rising and is 1424 ohms unipolar now and 1196 ohms bipolar. One year ago is it was 1056 ohms. Thresholds are good at 0.75 volts at 0.4 ms and sensing is not changed. There is no noise and chronic lead impedance low of 766 ohms and high of 1508 ohms. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.